Manufacturer narrative:
The field representative reported the hospital performed some troubleshooting and have ruled out a lead issue. The device and lead remain in service, with a next follow-up planned for six months. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced dizziness and fell, hurting his spine. Device interrogation found two stored episodes showing noise, oversensing, and pacing inhibition on the non-boston scientific right ventricular (rv) lead. One of the episodes occurred on the day of the fall. The noise was consistent with oversensing signals from the minute ventilation (mv) sensor. The mv sensor was programmed off and strips showing the noise were sent to technical services for review, where it was confirmed to be due to the mv sensor. This device was included in the recent mv sensor signal oversensing advisory population. No additional adverse patient effects were reported.